Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number was provided; therefore no device history report (DHR) review could be completed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the uncuffed tube easily slides out when secretions and humidity are present. The tube was inserted into the proper size holder and tightened as much as possible but still slides in and out with secretions.